Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall. The device was reset and rerun. The rerun data presented timeouts, a drive stall, and an 0x40 alarm. Corrosion was observed on the top battery and battery clip. This corrosion resulted in poor electrical conduction to the drive mechanism, resulting in the timeouts and drive stalls, and ultimately resulting in the needle's failure to deploy.